Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the consumer experienced a severe eye infection for more than two weeks after using contact lenses. The specific eye affected was not mentioned, and there was no reported problem with the other eye. The consumer has started using the contact lenses from the different batch. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process, which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).